Event description:
Information received by medtronic indicated that the insulin pump alarmed hardware low level failures. The customer reported insulin flow block alarm. The customer was able to clear the alarm and rewind the pump. The customer had hyperglycemia. The blood level was 280 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.